Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 8/90/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings:.battery compartment cracked in two places: below bumper pad and between bumper pad and top. Cover crack between corner of lens and case seal..contrast key is intermittently responsive, but ok, down, up keys are working. Removed the keypad and found contamination under the all key contacts. Dim / pink/display.